Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that a patient came in for a two week follow up after a conversion from drain to bilateral stent. Upon initial image the provider observed that both sides looked to have been cut or separated at a location other than where it is intended to detach. The provider attempted to detach the right side and after following all appropriate steps the device did not convert. The physician did not attempt to convert on the left side as they could see it had already separated in a location other than the intended spot. No patent injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was returned and a visual inspection was performed. Kinking was found on the catheter and stent and split near the bond between the catheter and the stent, consistent with a cut caused by a sharp instrument. Since the device was returned after use, the exact root cause of the failure is unknown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance of this nature is monitored by the engineering, quality and management team members.